Event description:
The customer called for help with his meter. While troubleshooting, he performed control tests and received a result of 244 mg/dl. The normal control range was 99-137 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. The meter was also to be replaced at the customer's insistence. Replacement products were sent to the customer.

Manufacturer narrative:
Test strip information was not provided, because the lot number provided by the customer was not correct.